Event description:
It was reported that on (B)(6) 2023, a 5x4mm amplatzer piccolo occluder was implanted in a patient with a 4f amplatzer torqvue lp delivery system. The device was placed extraductal to the patent ductus arteriosus (pda) defect. The pda minimal diameter was sized 3.1mm, the pda diameter at the aortic ampulla was 8mm, and the pda length was 10mm. It was later reported that the device had embolized from its intended location twelve hours post-procedure. The patient underwent an additional procedure to explant the device via transcatheter snare. It was reported the intervention was not considered an emergency to prevent impairment or death. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Field indicated that the device was placed extraductal and implanter believed that device implanted little bit to much in the pa side which may have contributed to the reported event. Based on the information received, the cause of the reported incident could not be conclusively determined.